Event description:
Reportedly, the status light of the home monitor remains orange, and the pit button is red. The associated wirex was replaced and the power cable was checked, but the same behavior was observed.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor was constantly lighting in orange. Expertise file analysis revealed that for transmissions to the back office, the home monitor could not connect to a phone service. The root cause of this issue could not be identified with certainty. However, since the device is relatively old, it can be supposed that the root cause of this failure is due to damaged connectors on the home monitor. This case is recorded for trending purposes.

Event description:
Reportedly, the status light of the home monitor remains orange, and the pit button is red. The associated wirex was replaced and the power cable was checked, but the same behavior was observed.